Manufacturer narrative:
(B)(4). H3-other: device evaluation could not be performed as part # and lot# unknown. This follow-up report is being submitted to relay additional information. The following sections were updated:a1, b4, b5, d2, g3, g6, h2, h3, h6, h10 as no product was returned, visual and dimensional evaluations could not be performed. Review of the device history records could not be performed due to missing product information. Zimmer biomet implants are used for treatment. Medical records were not provided. A definitive root cause due to the limited provided information cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : product location unknown.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent a revision surgery of the right hip due to pain, approximately seven (7) years post-op. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Report source¿ foreign ¿ spain. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.